Event description:
It was reported that the patient underwent a heart transplant. There was no health hazard occurred to the patient.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a routine heart transplant. There have been no reports of issues with device operation. There were no patient symptoms.